Event description:
It was reported that the gynecologic laparoscope had fog free function error. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction fog free function error could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.